Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported he turned the implant off because it was driving him crazy. When he was walking, all of the sudden, about 2 minutes into walking, the stimulation went into a higher gear and kept getting higher to where it was uncomfortable for the patient. There was uncomfortable stimulation and overstimulation. The patient noted he spoke to a manufacturer's representative who told the patient to turn the adaptive stimulation back on and to call for assistance. Patient services were able to walk the patient through turning the stimulation back on and turning adaptive stimulation back on. The stimulation was set at 1.40v and he was on program 4. The patient was going to give this another try. If the issue were to persist, the patient was going to turn the stimulator off and follow-up with the manufacturer's representative or healthcare provider (hcp). Relevant medical history included spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.